Event description:
One touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist spoke with the reporter in 6/05. The patient and reporter live together and each uses a one touch ultra meter. The patient takes humulin n insulin 40 units each morning and each night. His doctor directed him to test his blood glucose level before taking insulin and to take a lower dose if his blood glucose level was "normal"; the reporter did not know the specific adjustments the patient was directed to make. On sunday at 4:30 pm, he obtained a result of 131 mg/dl; the reporter did not know if the patient tested with the reported meter or with her meter. Later, the patient ate dinner as usual and took 40 units of insulin without testing before taking insulin. At about midnight, the reporter found the patient confused and lying on the bathroom floor. She tested his blood glucose with the reported meter and obtained a result of 1.8 mmol/l (converts to 32 mg/dl). She gave the patient a "coke" to drink and called emt. A result of 50 mg/dl was obtained on the emt meter while the patient was more alert. The patient was given food to eat. One hour later, a result of 101 mg/dl was obtained on the emt meter. The patient received no further treatment. The patient experienced hypoglycemia approximately 5 hours after taking intermediate acting insulin. He had not tested as directed prior to taking insulin and did not adjust the dose as necessary. The meter reading was consistent with hypoglycemia and the patient received treatment for hypoglycemia. There is no indication that the product contributed to the patient experiencing injury. The customer care representative confirmed that the meter was set to mmol/l. The reporter said that neither she nor the patient remembered changing the units of measurement in the meter settings. This case is being reported as a malfunction due to the fact that meter was in the wrong unit of measurement while the reporter and patient did not recall going into the meter settings. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.